Manufacturer narrative:
The fractured instrument reported may have been the result of applying a bending moment to the guide during removal from the baseplate drill guide which led to crack initiation, propagation, and ultimate fracture of the flexures.

Event description:
It was reported that during a shoulder surgery, 2 k-wire guide hold sleeves fractured. Asked, but unknown if any pieces fell into the wound site. The case was completed without the guide. There was no surgical delay/prolongation. Patient information and medical history requested, but was not provided. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
Device evaluated by manufacturer? Pending evaluation.